Manufacturer narrative:
Date of event: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogging during injection and priming. The following information was provided by the initial reporter: material no: 320122, batch no: 8165816. It was reported that the pen needles were clogging during injection as well as priming. Consumer reported no insulin flow during injection and priming. Stated sometimes she has to use 3 pen needles before she gets one to prime. No injury to report. Using nano pen needles for 4 years. Always primes before use. Samples available. Lot: 8165816, expiration date: 2023-06-30, item: 320122. Occurrence date unknown.

Event description:
It was reported that bd ultra fine¿ pen needles were clogging during injection and priming. The following information was provided by the initial reporter: material no: 320122, batch no: 8165816. It was reported that the pen needles were clogging during injection as well as priming. Consumer reported no insulin flow during injection and priming. Stated sometimes she has to use 3 pen needles before she gets one to prime. No injury to report. Using nano pen needles for 4 years. Always primes before use. Samples available. Lot: 8165816, expiration date: 2023-06-30, item: 320122. Occurrence date unknown.

Manufacturer narrative:
H.6. Investigation: customer returned (25) loose 32g x 4mm bd pen needles without tear drop labels attached (used). Consumer reported no insulin flow during injection and priming. All 25 returned samples were examined and the following was observed: 15 pen needles had bent non-patient end cannulas. 10 pen needles had broken non-patient end cannulas. No manufacturing defects were observed on the returned samples. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.